Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) displayed a 'disk boot failure' message. There was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) could not verify the reported complaint. The fsr replaced the coin cell battery and performed release testing successfully. The time and date were adjusted accordingly. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Correction to the initial medwatch related to this complaint, the field service representative (fsr) was able to verify the reported complaint. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d9.